Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. A tripped trend review was completed for the reported complaint and freestyle freedom lite meter, and there were no adverse trends that indicate any potential product-related issues. Testing on the retained freestyle strips was performed for units performed in the specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low glucose values when testing on the adc meter. As a result of the low glucose values, they reported having a seizure. No further information was provided as the customer refused to provide additional details. There was no report of death or permanent injury associated with this event.